Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 7070075. Product family: scs-ipg-r, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 369206.

Event description:
It was reported that patients lead site was hot and painful. Symptom of fluid discharged was noted. The patient was prescribed antibiotics and underwent an explant procedure. All components were explanted and will not be returned. No further information has been obtained despite good faith efforts.